Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller requested review of recent non-sustained ventricular tachycardia (nsvt) stored events with noise on the right ventricular channel. The patient was recently in the clinic and the noise could not be reproduced. A lead safety switch had occurred nearly two years ago due to an out of range pacing impedance measurement on the rv channel. Review of stored events seem to indicate the noise is occurring mostly while sensing and not pacing. A boston scientific technical services consultant discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this caller requested review of recent non-sustained ventricular tachycardia (nsvt) stored events with noise on the right ventricular channel. The patient was recently in the clinic and the noise could not be reproduced. A lead safety switch had occurred nearly two years ago due to an out of range pacing impedance measurement on the rv channel. Review of stored events seem to indicate the noise is occurring mostly while sensing and not pacing. A boston scientific technical services consultant discussed programming options. No adverse patient effects were reported.